Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, past similar case and the reprocessing manual, omsc considered that the reported phenomenon was attributed to the followings. - since the pre-cleaning was not performed immediately after the procedure, the foreign material stuck in the channel. - in the pre-cleaning and the manual cleaning, proper brushing and proper amount of water were not supplied, the foreign material stuck in the channel.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the coating of the channels separated and came out. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct date of "d9: date returned to manufacturer" in the initial report. The date of "d9: date returned to manufacturer" was july 2, 2021, not july 16, 2021.